Event description:
It is reported the liner would not sit in the shell. The shell had to be replaced with an alternative one.

Manufacturer narrative:
This report will be amended when our investigation is complete.